Event description:
The pt was implanted with a synchromed pump and catheter in 1997 for intrathecal infusion of pain medication for non-malignant pain/failed back surgery syndrome. The pt underwent explantation of the device because the hcp determined the battery was at end of life. The device was returned to the MFR for analysis. The pt underwent implantation of another synchromed pump and catheter in 1999.